Event description:
It was reported that the ventricular lead has had increasing impedance from time of implant (1999). It was also noted that oversensing was detected (v-tach noted in interrogation from noise). It was suggested that the sensitivity be increased to cover baseline noise and monitor impedance and episode collection. The lead remains implanted and active. There were no patient complaints or complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.